Manufacturer narrative:
(B)(4).

Event description:
The patient had four resolute integrity stents implanted to treat lesions in both the right coronary artery (rca) and the circumflex (cx) artery. All devices were removed from their packaging per IFU and inspected with no issues noted. Negative prep was performed on all devices with no issues noted. No alleged product issues were reported. Stents were placed in vessels with no issues. Angiography appeared normal following stent implantations. Post procedure the patient experienced nausea and repeated vomiting. The patient became "brady" and subsequently arrested and died.

Manufacturer narrative:
Additional information: autopsy reported that the cause of death was stent thrombosis. (B)(4).